Event description:
This procedure was performed in (B)(6) on the external iliac. The visipro was in position to be placed in the external iliac, however the balloon could not be completely inflated. The physician attempted to inflate it again, but the balloon still did not inflate completely. It also was not possible to completely deflate the balloon. The physician tried to burst the balloon with high pressure but was unsuccessful. The visi-pro stent and balloon had to be removed surgically. After removing the device, the balloon still did not deflate.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.